Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000163, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and reproducible. They were able to identify the tray that caused the issue. Replaced tray#6 resolved the issue. Completed 2d scans, completed 5 standard 3d image with large patient size and 5 hd3d with large patient size in a row and the batteries/charger were still full. Completed full system checkout, all tests passed successfully, the system is fully functional and ready for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system powered down. The system was in the process of being moved and powered down. The mobile view station (mvs) was taken out of the room first, and then the gantry started beeping and powered down and needed to be moved manually. The system was then plugged in and the battery indicators were not showing full. The system was left for multiple hours, but when it was going to be used again the battery indicators were not full and one of them was a pink color. There was a picture the pendant with a battery and lightning bolt. As of (B)(6) 2021, the indicators and pendant looked normal, but the site decided to use their other system for their procedure. No patient was present at the time of the event.